Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00951. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod detachment handle (podh1) and pod8 coils (pod8¿s). During the procedure, the physician deployed a pod8 into the target vessel and then used the podh1 to detach the coil. It was observed that the black marker on the pusher assembly separated. However, when the pusher assembly was removed from the patient, the pod8 was still attached. The procedure was then completed using additional coils and the same podh1. There was no report of an adverse effect to the patient.